Event description:
It was reported that customer experienced repeated cartridge alarms identified as alarm 20 during the cartridge load process, despite following the prompts to remove the used cartridge, and had previously experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to switch to multiple daily injections as backup insulin therapy, was provided with a replacement pump, was instructed to place original pump into storage mode and return it using a prepaid label, and was informed that pump settings and continuous glucose monitor connection would need to be set up on replacement pump, which customer understood and acknowledged.